Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were observed. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device system detected an increasing shock impedance measurement, ultimately reaching greater than 125 ohms. At this time, the local area sales representative reported that no intervention has been performed. To date, no adverse patient effects were reported as a result of this clinical observation.